Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high and that he was hospitalized with diabetic ketoacidosis. The blood glucose reading was 628 mg/dl. He had not received any alarms. He was wearing the insulin pump at the time of the event, and was treated with an insulin drip. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated and the customer was unable to remove the infusion set to check the cannula. The time and date were correct and the basal rates and bolus wizard programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.